Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on, that they experienced a high blood glucose, low blood glucose, and a no delivery alarm. The customer¿s blood glucose level was 433mg/dl at the time of the incident. The customer states he woke up with a high blood glucose level and was unable to treat with the pump because of the no delivery alarm. Troubleshooting was performed, but a no delivery reoccurred. The customer was asked to verify if the cannula was not bent, it was determined the infusion set need to be replaced. The customer noted after completing the troubleshooting for the high blood glucose level and no delivery alarm, that they experience a low blood glucose level of 45 mg/dl. The customer treated using food and declined to troubleshoot for the low blood glucose.